Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the door on the locking mechanism would not pop up in lock into place, holding the lead. Contributing factors may have included: once it was placed back on with the lead in place the door does not close. The healthcare provider (hcp) did counter sink the burr holes. Troubleshooting included testing the gate closer and snapping into place without the lead, and trying multiple burr holes and after taking one out, the next one works. The hcp is unsure why it is happening. The manufacturer representative (rep) reports the issue has not been resolved at the time of the report.

Event description:
See h.11.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned support clip was inserted into a known good base at an angle, resulting in an audible click. The securing mechanism was engaged properly, and no movement was observed. A verified good lab lead was used with the returned clip. An audible click was heard, and visual inspection confirmed that the locking tab was securely engaged, effectively securing the lead in place. No movement was observed. A verified good cap was securely snapped onto the verified good base. A thorough inspection confirmed that all assembled components were stable, with no movement detected. The locking tab of the moving jaw on the returned clip engages with the edge of the cam disk when the support clip is in the closed position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.